Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease is observed. No further actions are required as the device was implanted. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional later reported hole in valve.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.